Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/12/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 06/10/2014 with the following findings:visual inspection revealed that there was moisture behind the display lens. The battery compartment was found to be cracked. A leak test was performed and a battery compartment leak was found. The pump case was removed and evidence of moisture was observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.